Manufacturer narrative:
This is not a reportable event.

Event description:
It was reported that the device had an air in line sensor error. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the device had an air in line sensor error. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.